Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported kinked cannula within 3 hours of insertion which led to occlusion. The highest bg noted was 280mg/dl which was addressed using correction bolus via pump. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.